Event description:
It was reported that a user experienced an insulin delivery occlusion on an ilet system with elevated blood glucose recorded at 303 mg/dl using a steel contact detach infusion set with 23-inch tubing, followed by unsuccessful meal announcement due to the alert; delivery was resumed after testing the tubing, and the issue resolved only after changing the infusion set. Customer care provided assistance which included phone-based troubleshooting. Investigation of this case revealed no visible mechanical defects in the initial tubing or set and a return to stable glucose after the supply change. Symptoms included urinary frequency associated with hyperglycemia. Outcomes included transient elevation of blood glucose due to delay in insulin delivery which stabilized without medical intervention or hospitalization. It was concluded that the event was consistent with an occlusion related to the infusion set or connection that resolved with replacement, with no evidence of a pump malfunction.